Event description:
It was reported by a nurse that high impedance was received at a follow-up appointment. The patient was last seen (B)(6) 2011 and diagnostics were all ok. The patient was programmed off and referred for x-rays. No patient trauma or manipulation was reported to have had contributed to the high impedance. At the moment revision surgery is planned but has not been confirmed. Review of in-house programming history indicated that the last recorded system diagnostics were from (B)(6) 2011 and were ok/ok/2443/ok.

Event description:
Although full revision surgery is likely, it has not occurred to date. In addition, attempts for additional information from the nurse have been unsuccessful to date.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.

Manufacturer narrative:
Date of event, corrected data: the supplemental report inadvertently changed the event date incorrectly. High impedance was first observed on (B)(6) 2012. Review of manufacturing history records performed. Review of the generator and lead manufacturing history records confirmed all quality tests were passed prior to distribution.

Manufacturer narrative:
Date of event, corrected data: with the information known to date, it is unknown when the high impedance first occurred, but it likely occurred sometime in 2012, as diagnostics in (B)(6) 2011, were within normal limits. Occupation. Corrected data: the initial report inadvertently did not include the drop down selection that the initial reporter is a nurse. Device manufacture date, corrected data: the initial report inadvertently did not report the specific manufacturer date.

Event description:
An ER physician at a hospital reported on (B)(6) 2013 that the patient was complaining that he felt like the vns had spontaneously turned on and he was feeling stimulation. The patient was then seen on (B)(6) 2013 by a vns physician because he noticed a sudden onset of discomfort in his neck. The physician did not say if it was affiliated with stimulation on times or was constant. The patient had his device turned disabled over a year ago due to being seizure-free and was worried that his device had turned itself back on. The physician checked the device and confirmed that both the output current and the magnet current were both at 0.00ma. However, high lead impedance was also observed on the device as previously reported. A chest x-ray was performed and did not show any obvious lead breaks. The physician left the device at 0.00ma. The physician does not plan on doing anything for the patient at this time. Follow-up with the physician revealed that he did not believe the neck discomfort was related to vns. No causal or contributory programming or medication changes preceded the onset of the patient believing he felt stimulation even though the device was confirmed to be off. The patient's seizures are currently not requiring treatment which is why he has remained seizure-free with the device off. No additional information was provided, and the x-rays have not been received by the manufacturer to date for review.